Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen display went blank for an extended period of time. Reportedly, the display came back on. The customer did not receive any prompts from the pump and the pump was functioning as intended. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.